Event description:
It was reported that "dr. Went to use the clamp and it would not hold in place. Opened up another clamp from another tray, same cat number".

Manufacturer narrative:
Method: DHR and complaint history review. Conclusion - device was manufactured prior to design change.